Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Related manufacturer reference number: 3006705815-2020-00163. It was reported the patient experienced a tingling over the entire body and a heaviness in their legs soon after implant. X-rays revealed the patient¿s leads had migrated. To address the issue, the patient may be awaiting surgical intervention.

Event description:
Device 1 of 2. Related manufacturer reference number: 3006705815-2020-00163. Follow up information identified the physician explanted the patient¿s scs system.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Device 1 of 2. Related manufacturer reference number: 3006705815-2020-00163.